Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the orange light was stated to be insufficient charge, the cause of the ins turning off and changing to group b, was due to the patient operating the device incorrectly. They checked the program usage status at the hospital and the issue resolved. "***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***

Manufacturer narrative:
Corrected data: h6 code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that about once every two weeks, while charging the stimulator, the recharger suddenly displays an orange light and charging is interrupted. Contributing factors were unknown. Issue was not resolved. The area manager was asked to handle the issue. It was also reported that when launching the therapy app, it prompts for the communicator's qr code. Since last friday, august 22nd, the stimulation has been turned off but the therapy app does not display, so it cannot be turned back on. There was no known cause for why it turned off. It was noted that the stimulator charge has not been depleted. Troubleshooting was performed. After attempting to connect without success, a long-press reset of the communicator's power was performed, which caused the therapy app to display. The stimulation was turned off, so it was switched back on. It was set to group b, but it was usually set to group a, so the patient was advised to adjust it themselves as needed. They mentioned charging the stimulator roughly every two days and stated that the charge level has never been completely depleted. They also confirmed that they had never turned it off themselves and did not know why it had been turned off.